Event description:
Received allergen saline implants. Contracted microbacterium fortuitum and had explant, several debridements, IV antibiotics, and oral antibiotics. Suffered weight loss, loss of strength, etc. Still receiving treatment 1 and 1/2 years after initial explant. I have had continuous oral and IV antibiotic therapy for this infection. I have undergone several debridements -both as outpatient in hospital and in the dr's office-. May continue to have the debridements in addition to oral and IV antibiotic therapy. Dates of use: 2007. Diagnosis or reason for use: microbacterium fortuitum. Event abated after use stopped: yes.